Manufacturer narrative:
Additional information: device manufacturing date provided. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. The suspect vertek arm was returned to the manufacturer for analysis. Testing found that the arm failed force testing, noting that downward force failed at 7.6 pounds of pressure when passing is 14 pounds. Sideward force failed at 7.6 pounds as well when 10 pounds is passing. This indicated a mechanical failure.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Return requested. Replacement articulating arm shipped to site 01/10/2017. No parts have been received by manufacturer for analysis. On 01/11/2017 a medtronic representative, following-up at the site, reported the issue was discovered during inspection, however, the handle of the reported articulating arm was rotated it could not be fixed. - no further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not, could not hold the reference frame properly and was loose. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.